Manufacturer narrative:
(B)(4). During a follow up call for the related report, the home patient confirmed the sample was discarded. A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). This report was not confirmed due to lack of sample. A batch review was not performed as lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of this report was due to use error. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar report has been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During troubleshooting for a related report, the home patient (hp) stated that she changed out the cassette but used the same bags. The technical service representative (tsr) explained to hp that when changing supplies, both cassette and bags should be switched due to sterility and risk of infection. On (B)(6) 2011 product surveillance spoke with the hp who stated she continued therapy with the homechoice (hc) using new supplies. There was no patient injury or medical intervention reported.